Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the speaker was not working in the telemetry mx40 device. No adverse pt impact as a result of this failure.